Event description:
Pt experienced discoloration around the oral cavity post coronary artery bypass graft (CABG) surgery. Dermatology consulted and diagnosed chemical burn. No treatment waas necessary.